Event description:
It was reported that insulin leaked between the infusion tubing and the headset connection resulting in elevated blood glucose levels of up to 18 mmol/l.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction of d4: removal of lot no, catalog no and unique identifier (UDI)